Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual inspection, brown substance can be observed on the flange and plunger of syringe. Physical sample is required to further analyze and identify the foreign matter. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
Additional info received. Was the deviation noticed before, during or after use? Before. Was there notification to anvisa? If so, what is the notification number? No. Is the incident-related sample available for analysis? If so, please answer: yes.

Event description:
It was reported that the bd ser plastipak 1ml13x3.8 val150 syringe contained foreign matter. The following information was provided by the customer translated from portuguese to english: "the technical complaint was characterized as a quality deviation, the product was packaged, but when opened, dirt was found all over the syringe, making it unfit for use."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.